Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The conductor wire was exposed as a result. The instrument passed electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps was damaged at the level of the pulley. The procedure was completed with no patient harm, injury or adverse outcome due to the alleged product issue. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information. However, no further details have been provided by the healthcare facility.